Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the ground terminal on the power cord was missing. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, the damaged cord was discovered during rounds and before the field service representative (fsr) arrived. There were no issues with the devices performance. The fsr replaced the base power cord. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the grounding prong of the power cord was broken off. There was no patient involvement.